Event description:
The facility reported that the resident was lifted from bed and turned to be placed in a wheelchair. The lift was stopped with the resident in a sitting position and the wheelchair was positioned. The caregiver heard a snap and the resident slid to the floor. The resident hit her head on the dresser as she fell. The resident was taken to the ER for examination, including a neurological check and was treated for a hematoma to the left side, back of the head.